Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00397. It was reported a procedure to implant an scs system was abandoned because the patient's oxygen level began to decrease after the leads were placed. The leads were removed and the patient was turned onto her back.